Event description:
It was reported that during cleaning and sterilization, the customer noted that insulation was chipped on the thoracic grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the black tube insulation was found to be damaged at the distal end. The insulation was gouged in various places and it exhibited some material missing. One of the insulation missing materials measured 0.177 x 0.081 and another measured roughly 0.124 x 0.227, in both instances the metal shaft was exposed as a result. Engineering concluded that damage was likely due to mishandling. 80 - the instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the chipped insulation if to reoccur could cause or contribute to an adverse event.